Event description:
It was reported that the patient had their knee replaced in (B)(6) 2013 and ever since it had not covered the pain. It was noted that the patient¿s device was not working right. It was noted that there a loss of therapeutic effect. The patient was redirected to the healthcare professional (hcp). (B)(4). Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).